Manufacturer narrative:
Zoll has not received the autopulse platform (B)(4) for investigation. A supplemental report will be filed when the investigation has ben completed.

Event description:
As reported, during shift check of the autopulse platform (B)(4), the device displayed user advisory 45 (the drive shaft is not at the home position when the autopulse is powered on), the user cleared the error but it re-occurs. No patient involvement.

Manufacturer narrative:
The reported event for the autopulse platform sn (B)(4) is confirmed through functional testing and archive data review. The root cause of the issue is due to user error. Upon visual inspection, observed damages on the short black cover of the platform. During functional testing, the autopulse platform displayed user advisory (ua) 45 (the drive shaft is not at the home position when the autopulse is powered on) upon powering on the device. The encoder drive shaft position was not within the normally acceptable range. To remedy the issue, the driveshaft was rotated back to home position. Review of the archive data indicated user advisory (ua) 45 and (ua) 18 error messages were recorded. However, the (ua) 18 error is unrelated to the reported complaint. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The autopulse user guide instructs to clear (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. User advisory (ua) 18 (max take-up revolution exceeded) alerts the operator that either the patient was too small or there was no load change detected during take-up of the lifeband. Per the autopulse user guide instruction, (ua) 18 is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with sn (B)(4). Ccr 19619 reported on 05/06/2015 and it had a damaged pdb connector.